Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 132 mg/dl and the sensor glucose was 64 mg/dl at the time of the incident. The customer¿s blood glucose was 171 mg/dl. The customer's sensor glucose that triggered the suspend event was 46 mg/dl, 64 mg/dl and threshold, low suspend limit in sensor settings was 70 mg/dl. The customer reported that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed visual inspection and found contact pad to be damaged (wrinkled). Unable to confirm customer received sensor in said condition due to customer returned opened/used. No needle returned.